Event description:
Double mastectomy with immediate reconstruction using mentor smooth round high profile gel implants on (B)(6) 2012. Have dealt with a multitude of health issues including severe joint pain, muscle pain and weakness, shortness of breath, vertigo, nausea, anxiety headaches, vision problems. FDA safety report ID# (B)(4).